Event description:
It was reported that the customer had some irritation from her infusion set. She was not receiving insulin and her blood glucose level went up to 500 mg/dl. When she removed her infusion set there was a ball of blood. The blood was filled with tissue. It left a purple spot. She has tape and plastic allergies. The customer received many blood glucose now and high and low predictive alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.